Event description:
It was reported to boston scientific corp that a dynamic (y) stent device was being placed in a rigid bronchoscopy procedure of the trachea in 2008 (female pt; weight unk). According to the complainant, during the procedure, "the stent fractured and ripped in half." It was further reported that the stent was removed and the pt was intubated; the procedure was not completed due to this event. There were no pt complications reported as a result of this event.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.